Event description:
It was reported that a shuntassistant(#fv251t) was implanted during a procedure. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 5 months. Height: 56 cm. Weight: 4.95 kg. Gender: male. Same event as medwatch#3004721439-2024-00106 + medwatch#3004721439-2024-00108.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valve was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal as well as the vertical positions. The results show that the shuntassistant operates within the accepted tolerance in both positions. Internal inspection : after dismantling of the valve, deposits were found in the valve. Results: based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.